Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter. The initial result was 4.7 inr. The patient was tested again using a different finger approximately 5 minutes later and the result was 3 inr. The patient¿s therapeutic range was not provided.